Event description:
When ECG leads were removed from the patient the monitor went into asystole. No patient harm, nurse was in the room. Manufacturer response for pt. Monitor, philips (per site reporter): troubleshooting info/checked with clinical support for possible input.